Manufacturer narrative:
This report is submitted on june 20, 2023.

Event description:
Per the clinic, the internal magnet was removed on (B)(6) 2023 under general anesthesia due to poor sound quality.